Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s infusion site likely fell off unnoticed, the dexcom g7 sensor stopped working, and manual bg entry attempts were not accepted by the system, after which the patient disconnected from the pump and used backup injections; the reported blood glucose reached 593 mg/dl and the patient was later hospitalized. Symptoms included hyperglycemia. Outcomes included hospitalization. Investigation included review of the event history and user follow-up. Investigation of this case revealed that the patient was using an inset 6 mm infusion set and experienced hyperglycemia in the setting of a dislodged infusion site and loss of cgm data, with unsuccessful manual entry, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.